Manufacturer narrative:
Section d4: the catalog number and UDI # were corrected based on the returned product.

Event description:
It was reported that the blood glucose monitor was reading in the incorrect units of measure. The roche sales representative confirmed with the nurse that the user received a reading of 145 mg/dl on 17-apr-2024 at 10:37am. The device is labeled to read in mmol/l. The nurse caught the discrepancy and kept meter to return to roche. The meter was not given to the customer to take home.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.